Event description:
Customer reported the left monitor suddenly stopped working while in use. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the sbc, image processor, and display boards. System operates as intended.